Event description:
Consumer reported finding on 15 pen needles from this box needles clogged during injection. Consumer does not complete a flow check. Informed caller of proper non patient end placement and to create a flow check with all injections, dc. Lot # 3289048. Catalog# 320550. Date of event unknown. Sample status awaiting sample.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6 (medical device problem code), h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.